Event description:
It was reported that the patient had the artificial urinary sphincter 61-70cm pressure regulating balloon (prb) explanted due to recurring incontinence. A new artificial urinary sphincter 71-80cm prb was implanted. Following a successful procedure, the patient fully recovered. As the complaint component was not returned for analysis, no product analysis could be performed. The product record review revealed no additional information related to the complaint.